Event description:
It was reported that during a da vinci-assisted hiatal hernia ¿ paraesophageal surgical procedure that the vessel sealer extend instrument was oozing white liquid. The procedure was completed with no reports of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the customer stated that white flaking was coming from the joint of the vessel sealer instrument. The instrument had been in use for some time before the flaking occurred. The flaking occurred to the point that the surgeon asked for a new vessel sealer instrument. The flaking was coming specifically from the joint of the vessel sealer. The flakes were unable to be retrieved due to their size. It is unknown if there was any harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a vessel sealer extend (pn# 480422-01 / lot # l92200825 - 0110) was exchanged with another vessel sealer extend (pn# 480422-01 / lot # l92200825 - 0123) during this procedure. This is a single use instrument. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the white flaking came off from the instrument joint and fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The flaking was not retrieved during the procedure with no reported patient injury. At this time it is unknown what caused the flaking to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.